Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The battery was not returned with the device. The device successfully completed functional, stress, and bench testing with no issues observed. Internal inspection, including evaluation of the battery well using a known good battery, confirmed proper fit and communication. Review of the device logs found no record of an unexpected loss of power, shut down, or reset during or between uses. Attempts to contact the customer to confirm the reported event and the battery status were unsuccessful. Based on the evaluation, the device met all specifications and no fault was found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.